Event description:
It was reported that the stent was implanted in the mid left circumflex portion at 8 atm. A dissection was found at the distal portion, and a lesion appeared at the proximal portion as well. This was most likely because of the dog-boning in the stent. The whole event resulted in an implantation of an extra stent.